Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette.; fluid leaked from the cassette. There m31 air detected in cassette alarms alarms prior to leak last night.. When the patient cancelled out that treatment session they found fluid leak. The patient called in to report the issue after speaking with his peritoneal dialysis registered nurse (pdrn). The sample was discarded. The patient was advised to use the cycler for next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette.; fluid leaked from the cassette. There m31 air detected in cassette alarms alarms prior to leak last night.. When the patient cancelled out that treatment session they found fluid leak. The patient called in to report the issue after speaking with his peritoneal dialysis registered nurse (pdrn). The sample was discarded. The patient was advised to use the cycler for next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.